Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the site, which cause the patient blood glucose levels elevated to high, therefore patient had received correction injection via mdi. The infusion set was in use for about 2 days. The healthcare professional identified that the patient had ketones and the condition was life threatening. The patient replaced infusion set and resumed insulin successfully. No further information available.